Event description:
The customer contact reported a delay in critical therapy following a power loss. On an unspecified date and time, the pump was programmed to deliver levophed 70mcg/ml. No specific programming parameters were provided. After an unspecified length of time, while operating an ac power, the pump alarmed "pump failure" and powered off. At this time, the patient had an unspecified decrease in blood pressure. The patient was treated with an unspecified concentration of phenylephrine IV push. After an unspecified length of time, the therapy was resumed using the same pump. There were no reported adverse patient sequelae. At an unspecified time later, the pump was removed from clinical service. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.